Event description:
Batch provided.

Manufacturer narrative:
Follow up MDR for additional information received. Batch provided. Section b updated with batch.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 301037 batch#: unknown (provided#: 220974) it was reported by customer that defective printing. Verbatim: rcc received a complaint via email. Email(s) attached. Could you please advise? Our customer is reporting defective printing (see pictures below). Our customer reports this issue for 7 out of 211 parts received. These issues are being reported for (B)(6) lot number(s) listed below. Lot 220974 ¿ vendor lot number ¿ currently unknown ¿ see packing list snip below item - 301037 additional info: 1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. None was reported to us. 2. Can you please provide an exact date of event in format dd-mmm-yyyy? Reported to us on 01-jul-2024 3. Can you please provide the lot number associated with reported issue? (B)(6) lot 220974. As previously reported, we do not have your corresponding lot number, see below, screenshot taken of the relevant shipment paperwork. 4. Any sample available for investigation? Not likely ¿ we need this to be conducted based on the photos we previously provided you with the original alert we sent to you about this.

Manufacturer narrative:
(B)(4) follow up: it was reported there was defective printing. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo shows a document. The second photo shows seven syringes with an incomplete syringe barrel scale printing. No other defects or imperfections were observed. This defect could occur if there was a jam during the syringe barrel printing process. A device history record review was completed for provided material number (B)(4), lot 3005137. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the syringe barrel printing process was performed. The settings and alignment of the feeder were correct. The flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received material#: 301037, batch#: 3005137. It was reported by customer that defective printing. Verbatim: rcc received a complaint via email. Could you please advise? Our customer is reporting defective printing (see pictures below). Our customer reports this issue for 7 out of 211 parts received. These issues are being reported for qosina lot number(s) listed below. Lot 220974 ¿ vendor lot number ¿ currently unknown ¿ see packing list snip below. Item - 301037. Additional info: 1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. None was reported to us. 2. Can you please provide an exact date of event in format dd-mmm-yyyy? Reported to us on 01-jul-2024. 3. Can you please provide the lot number associated with reported issue? Qosina lot 220974. As previously reported, we do not have your corresponding lot number, see below, screenshot taken of the relevant shipment paperwork. 4. Any sample available for investigation? Not likely ¿ we need this to be conducted based on the photos we previously provided you with the original alert we sent to you about this.

Manufacturer narrative:
(B)(4) follow up. It was reported there was defective printing. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo shows a document. The second photo shows seven syringes with an incomplete syringe barrel scale printing. No other defects or imperfections were observed. This defect could occur if there was a jam during the syringe barrel printing process. As the lot provided is 'unknown,' a device history record review could not be completed. Verification of the syringe barrel printing process was performed. The settings and alignment of the feeder were correct. The flow of product was good. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Material#: 301037, batch#: unknown (provided#: 220974). It was reported by customer that defective printing. Verbatim: rcc received a complaint via email. Could you please advise? Our customer is reporting defective printing (see pictures below). Our customer reports this issue for 7 out of 211 parts received. These issues are being reported for qosina lot number(s) listed below. Lot 220974 ¿ vendor lot number ¿ currently unknown ¿ see packing list snip below. Item - 301037. Additional info: 1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. None was reported to us. 2. Can you please provide an exact date of event in format dd-mmm-yyyy? Reported to us on 01-jul-2024. 3. Can you please provide the lot number associated with reported issue? Qosina lot 220974. As previously reported, we do not have your corresponding lot number, see below, screenshot taken of the relevant shipment paperwork 4. Any sample available for investigation? Not likely ¿ we need this to be conducted based on the photos we previously provided you with the original alert we sent to you about this.